Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient underwent a right total hip arthroplasty due to degenerative arthosis. Zimmer biomet products were implanted without any complications. The patient underwent a revision procedure due to metal related pathologies. The patient had elevated metal ion levels prior to revision : co level 4.4 and cr 3.3. MRI revealed a complex heterogenous mass around the capsule indicative of pseudotumor. During the procedure, fair amount of pseudotumor and hypertrophied capsular tissue was observed in the joint space. Large discoloration of a dark gray color along the tissue lining that could easily be debrided. The head and liner were replaced with new zimmer biomet devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products:: 00801804003 femoral head, 60940037. 00630505840, liner standard 3.5 mm offset, 60951607. 00620205822, shell porous with cluster holes 58 mm, 60880562. 00625006535, bone scr 6.5x35 self-tap, 60980983. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00316, head.

Event description:
It was reported patient underwent right hip revision approximately ten years post implantation due to metal related pathologies. During the procedure, altr and pseudotumor were noted, head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.